Event description:
It was reported that the guidewire detached. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the distal tip of the guidewire detached and got stuck in the patient's coronary. Retrieval of the detached fragment was attempted, but unsuccessful and the fragment was left in the coronary. The patient fully recovered.